Event description:
The customer reported that the system displayed a "collimator was too large" error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. Technical support was provided to the customer to reseat the interconnect cable and restart the system. The system was tested and working as intended and put back into service.